Event description:
During the procedure, the physician noted that the proximal marker on the savvy balloon was missing. The balloon was inflating normally and did not burst. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.